Event description:
Additional information was received that the lead also exhibited high capture threshold. The lead was explanted and successfully replaced. There were no patient consequences.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 with noise on their right ventricular lead causing multiple high ventricular rate episodes and inhibition of pacing. Programming changes were made during the visit to address the issue. There were no patient consequences.